Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified webster cs catheter. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an ablation procedure for ventricular tachycardia (vt) with a pentaray nav eco catheter and suffered a cardiac arrest (requiring defibrillation, cardiopulmonary resuscitation, and surgical intervention) and death. During the procedure, when the pentaray catheter was introduced into the right ventricle, mechanical induction of fast ventricular tachycardia occurred. Patient was defibrillated multiple times, cardiopulmonary resuscitation was administered, and an impella external heart assist device was placed. Patient stabilized after 25 minutes. At an unspecified point, the impella was explanted. Patient was hospitalized 2 weeks pre-procedure and expired 2 days post-procedure. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. It was noted that the death may have been related to the patient¿s low ejection fraction and impella explantation. No autopsy report is available.